Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The return of the incident sample has been requested. To date, it has not been rec'd for evaluation. Additional questions in regard to the incident have also been asked. If the sample is rec'd or if additional information pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the device locked shut on a large, fibrous pedicle and the blade was damaged. To date, the customer has not responded to additional questions regarding the incident. There was no pt injury.